Event description:
It was reported that on (B)(6) 2012, the patient obtained a fasting blood glucose level of 39 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient took the action of consuming carbohydrates. The patient noted he had been reviewing settings in the pump, and was not certain if he had accidentally changed a setting. Troubleshooting revealed the pump settings, date/time and basal rates were programmed correctly. The patient also noted he had recently started taking four new medications. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the insulin pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.